Manufacturer narrative:
Na.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device presented a proximal pressure sensor autozero failed alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated that the biomed has confirmed diagnostic code proximal pressure sensor autozero failed alarm in the significant event log. The proximal pressure is not measured, and pressure-related alarms are compromised. The rse recommended that the customer replace the proximal auto-zero solenoid. Investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated that the biomed has confirmed diagnostic code proximal pressure sensor autozero failed alarm in the significant event log. The proximal pressure is not measured, and pressure-related alarms are compromised. The rse recommended that the customer perform the following troubleshooting steps: verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal autozero solenoids 3 and 4, and finally replace the da pcba. The rse provided the customer with the part information for the solenoids. Multiple good faith efforts (gfe) were attempted to obtain confirmation of troubleshooting, a replacement part order, part replacement, patient information, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.